Manufacturer narrative:
Additional information: h6. An event of insufficiency was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 25 mm trifecta valve was implanted. During follow-up severe transvalvular insufficiency noted on the right coronary cusp was noted. A valve in valve procedures is planned but yet performed. The patient status is unknown. Additional information has been requested but cannot be obtained at this time.